Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-05165. The pt is implanted with two leads (from different lots). It was reported both leads eroded through the pt's skin. Allegedly, this occurred due to the anchoring technique that was used to implant the leads. During surgical intervention the doctor observed the pt had an infection and the procedure was aborted. The infection was located at the lead site. The infection was resolved with IV antibiotics and the pt is doing well. The doctor feels the infection was not product related.